Event description:
Patient with very large aneurysms went in for aaa repair in 2007. This ended up being an 8-hour case with nine endografts being used. One flex main body was implanted, then an iliac leg graft was placed. From there three main body extension grafts were placed. On the other side the physician placed two iliac leg grafts with only a one stent overlap while the rep was not in the room. So, another iliac leg graft was then placed as a bridge, and then a main body extension was placed. In the end there was no endoleak, but the patient was initially thought to have spinal cord ischemia due to numbness and tingling in the legs. However, this started to resolve. The physician consulted with a neurologist and it was determined that the patient did not have spinal cord ischemia, but that the numbness and tingling were due to a bad back prior to surgery and the surgery being so lengthy.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error in that incorrect planning and sizing was used in determining the products needed for the patient's anatomy.